Event description:
It was reported that this right ventricular (rv) lead displayed a single high svc impedance value (142 ohms). In office testing was performed and impedance was 50-60 ohms consistently. The high impedance value was unable to be reproduced. Defibrillation threshold testing was performed 2 days prior with no issues. Technical services (ts) discussed that there was a possible fracture of the svc coil. Ts also discussed that if the coil is fractured, it is not clinically significant at this point and noted that if a shock were delivered all energy would be delivered can-to-rv which is usually successful if defibrillation threshold is adequate with both coils. It was noted that only the defibrillation portion of the rv lead was in use as there were prior issues with the pace/sense portion of the lead. Additional information was received from the physician' office that an audible alert was triggered approximately 6 years prior. The pace/sense portion of the rv lead was determined to be fractured. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The defibrillation portion of the lead remains in use. The patient will be monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead implanted (B)(6) 2007; 5076-45 lead implanted (B)(6) 2003.